Manufacturer narrative:
Medtronic rep walked site through increased c-arm exposure time to increase image quality. This allowed better registration and rectified issue. No impact on pt outcome reported.

Event description:
Site called to report that in a previous case, surgeon was having a problem getting fluoro merge to re-verify images. The first set of images were too dark to distinguish the vertical body of the spine and for the surgeon to proceed with the case. When the surgeon tried to merge the CT and fluoro, the images were too dark and the surgeon felt inaccurate. The surgeon opted to not use navigation for the remainder of the spine procedure and completed the case. There was no impact to pt reported.